Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 251 mg/dl, 145 mg/dl and 108 mg/dl, when all tests were performed within 10 minutes on the advantage system. Reporter indicated that the customer was feeling hypoglycemic symptoms and he self-treated with orange soda. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.